Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician closed the wound and prescribed antibiotics. Patient presented back to the physician with recurrent dehiscence of the chest incision. Physician brought the patient into the or, irrigated the chest pocket with antibiotic solution, applied antibiotic powder, and closed. Postoperative antibiotics were prescribed.